Event description:
A customer reported that the system was having a problem in "quad mode" during a cataract with intraocular lens implant procedure. It is unknown if there was any impact to the patient involved. Additional information has been requested but none has been provided to date.

Manufacturer narrative:
The company representative examined the system and found that the setting for the i.v. Pole was too low. The i.v. Pole setting was corrected and saved in memory. The software was upgraded. Preventive maintenance was performed. The system was then tested and met all product specification. Additionally, a review of the system's even log did not indicate any related system messages. It should be noted that the system's operator's manual warns that "adjusting aspiration rates or vacuum limits above the preset value, or lowering the i.v. Pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury." It also states default height settings for the i.v. Pole. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. Per the company representative's evaluation, the root cause of the customer reported event was determined to be due to the customer's setting of the i.v. Pole being below manufacture's recommendations. (B)(4).